Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient's stimulator had been working fine, no issue. Caller reports patient had a competitor's spinal cord stimulator implanted on (B)(6) 2020, since then patient's bladder stimulator has not been working. Reports patient's retention returned, and patient is needing straight catheter. Caller do not know during the competitor's spinal cord stimulator if patient's ins was turned off. Caller reports electrocautery was used during the scs implant. Caller reported they had spoken to urology and patient was to keep at one setting as the lead is closed to the nerve. Caller is requesting a manufacturer representative (rep).